Event description:
Customer reports after releasing the roller clamp on the set it began to leak. Reporter states the set contained avastin and normal saline. Reported condition observed prior to patient use. There was no exposure of the drug to healthcare provider.